Event description:
Litigation alleges that patient suffered and/or continues to suffer from severe and constant pain and suffering, excessive levels of chromium and cobalt, tissue damages, synovial fluid buildup and lack of mobility as a result of the implantation with the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.